Event description:
It was reported that the patient received inappropriate shocks and experienced syncope. The lead showed no capture, many nsts and a high sensing intregity count. During the revision, the lead could not be explanted, so the poximal end of the lead was cut and the distal part of the lead was left isolated in the patient. The lead showed high impedance. The lead was replaced. No further patient complications were reported as a result of this event, and the patient's status was reported as "good".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: outer insulation breached; proximal segment returned and analyzed. Defib conductor fractured; full lead in segments returned and analyzed.